Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on 12/28/2017. Upon review, the implantable cardioverter defibrillator exhibited two episodes of far p-wave oversensing resulting in instances of pacing inhibition allowing the patient's intrinsic beat to come through. No programming changes were made and the patient would continue to be monitored.